Event description:
It was reported that a spectrum infusion pump's door was hard to close. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "door is hard to close" caused by the door hooks and latch pins being out of specification. Evaluation also found excessive force needed to close the door, and when not applied the pump would alarm door not fully latched. The door hooks and latch pins were replaced to correct this condition.